Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary - the device was returned and analyzed and no anomalies were found. (B)(4).

Event description:
It was reported that the device reached elective replacement indicator due to possible premature battery depletion. The patient received over seventy shocks that appeared to be appropriate that contributed to the battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.